Event description:
It was reported that this right atrial (ra) lead had a conductor fracture and insulation issue. It was also noted that there was noise as well as oversensing which resulted in pacing inhibition. This lead was surgically abandoned, and a new ra lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had a conductor fracture and insulation issue. It was also noted that there was noise as well as oversensing which resulted in pacing inhibition. This lead was surgically abandoned, and a new ra lead was implanted. No additional adverse patient effects were reported.